Event description:
The fse reported that the cine function was not operating properly. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.